Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic endometriosis, the stapler was operating normally, while fitting and calibrating the reloads, the stapler recognized the load and enabled the shot showing the green screen when the down button was pressed to the trigger, the blade did not run and could not fire. New loads had to be opened instead of these two loads to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection noted that the staple cartridge was pre-fired. Functionally no abnormalities were noted. Functionally the cartridge was loaded into pmv representative instrument, the interlock was overridden, and the cartridge was applied to test media. All remaining staples were placed and the test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.